Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was experienced high blood glucose and had changed the entire set and could not get them down. The customer also mentioned that she has been hospitalized. The customer requested guidance to treat for the high blood glucose. The customer was informed that the treatment advice could not be given by the company representative. Blood glucose value is unknown. No details were obtained as the call got disconnected.